Event description:
It was reported that the patient experienced syncope during periods of atrial oversensing. The oversensing could also be observed with header manipulation during device explant.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.